Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced general bleeding and the groin site was dry. The patient encountered multiple organ failure and expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise). The patient's peri-procedural condition was critical.